Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the implantable cardioverter defibrillator was oversensing post-paced t-waves. There were no instances of inappropriate shock delivered as a result of the oversensing. The device was reprogrammed to address the issues. There were no patient consequences.